Event description:
It was reported that resistance was felt during advancement of the armada to the mildly tortuous, heavily calcified target lesion in the iliac artery through the brachial artery access site. The armada balloon ruptured below nominal pressure with the first inflation. Resistance was met during retraction of the armada from the iliac artery. When the armada was retracted into the sheath, resistance was felt. The distal balloon marker detached and was retrieved via snare. The armada and the sheath were removed together as a single unit. After removal of the armada and sheath from the anatomy a portion of the armada balloon was seen at the access site and was easily removed with forceps. Although lesion dilatation was not considered complete, no other dilatation was performed. The patient was monitored and remained stable. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.